Manufacturer narrative:
Device 16 of 99. E1: complainant street address: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. Photograph, video and/or physical sample evaluation: there are photographs associated with this case and in these, the reported defect can be seen. No unused return sample was expected. Batch record revision results: lot 3h02925 was manufactured 24/aug/2023, in bodolay line, with a total of (B)(4) market units (mkus). The complaints investigator performed a batch record review on 09/oct/2024, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material identification (ID) 1704768 and manufacturing order (B)(4). Review of the batch record showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue were found within the documentation. Historical complaints review: on 09/oct/2024, complaints investigator ran a query in database in order to verify the complaints reported for the 3h02925 lot for the malfunction ¿foreign matter within product, sterile products (e.g. Metal contamination in dressings, particulates within fluids, gels etc)¿ defect and no additional complaints were identified. Historical nonconformance review: on 09/oct/2024, complaints investigator ran a query in database looking for any in process nonconformance / corrective action / preventive actions (CAPA) (s) associated to the malfunction ¿foreign matter within product, sterile products (e.g. Metal contamination in dressings, particulates within fluids, gels etc)¿ defect for the lot number 3h02925 and as result, no nonconformance / corrective action / preventive actions (CAPA) (s) for this malfunction were generated during the manufacturing process of the referenced lot. Current quality controls: based on the process instruction (pi), the following tests are performed in the manufacturing lines, in order to identify this failure mode in our manufacturing process: test methods (tm) "visual non-conformities": ¿ frequency: continuous visual inspection. ¿ sample quantity: continuous visual inspection. ¿ acceptance criteria: accept = 0 / reject = 1. Defect rate analysis: there have only been 99 defective parts confirmed to date from a lot size (B)(4) products. This represents a defect rate of only (B)(4), which is well within an appropriate acceptable quality level (aql) for this defect which should (B)(4) based on our process instruction. In addition, all of the in-process testing on this lot did not find a single defective unit, which confirms that the lot is unlikely to breach an acceptable quality level (aql) of (B)(4). This issue certainly appears to be an isolated incident, but more importantly to date, it is well within our accepted acceptable quality level (aql) level for this type of failure mode or defect. Conclusions: as photographs were available for this complaint issue, they were evaluated and as a result, the reported malfunction for the observed product was confirmed, however, after performing the defect rate analysis for this issue, it was observed that the quantity of reportedly affected products is within the appropriate acceptable quality level (aql) for this defect. A batch record review was completed and showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue were found within the documentation. This issue will be monitored through the post market product monitoring review process, standard operating procedure (sop). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 1049092. Manufacturing site: 9618003.

Event description:
The distributor reported that, there was ninety-nine pieces of dressings were found with colored dot. The product was not used. The photographs depicting the issue were received from the complainant.